Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose that was in the 500 mg/dl. She was not receiving insulin. The customer stated she removed the infusion set and found that the cannula was bent. They treated their high blood glucose with the insulin pump. They declined troubleshooting for the high blood glucose. Troubleshooting was performed for the bent cannula. The insulin pump will not be returned for analysis. The infusion set will be returned for analysis.